Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 for a high blood glucose level because of infusion set leaks. Customer's blood glucose level was 412 mg/dl. His current blood glucose level was 613 mg/dl. The customer had blurred vision, was tired, and was not making a lot of sense. He treated his high blood glucose level with the insulin pump. He was unable to treat using a syringe because his hands were shaky. His father called 911. The customer was wearing the insulin pump at the time of hospitalization. The customer was using expired infusion sets. He declined to perform the high pressure test. The device was not returned.